Event description:
The customer reported that the 9800 system displayed an interlock error. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The generator interface board, footswitch, cpc and power supply were replaced. The system was tested and operates as intended.